Manufacturer narrative:
The MFR did not receive the specific device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should additional info become available and/or the device returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during a surgery "the bar broke off while reaming." Therefore, the surgery was extended for 5 minutes.